Event description:
The customer reports observation of erroneously elevated enhanced estradiol (ee2) results on two (2) patient samples when tested on an atellica im 1600 analyzer. The initial results were reported to the physician, who did not question the results. The same samples were repeated on alternate atellica im analyzers and obtained lower results which were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens remote services center (rsc) and reported an observation of erroneously elevated enhanced estradiol (ee2) results on two (2) patient samples when processed on an atellica im 1600 analyzer. Quality control (qc) and calibration recovered within the acceptable range on the day of the event. A siemens customer service engineer was dispatched to the customer¿s site. During the visit, the cse evaluated the vacuum system, adjusted the secondary vacuum, replaced the tubing, and the vacuum regulator. The cse also cleaned and inspected the wash stations and all four pinch valves, ensuring that vacuum parameters were within specification. Based on the available information, although the standard service actions were performed, including the replacement and servicing of multiple parts, the probable cause of the falsely elevated ee2 results cannot be determined. The instrument is performing according to specifications. No further evaluation is required.